Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n unknown) found user related damage beyond intended reliability, which likely occurred at or beyond explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (750 mcg/ml at 141 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that there was fluid in the pump pocket region. The pump had been replaced a few weeks prior due to normal and expected battery depletion. It was noted that the catheter may have been damaged during that operation but it was not certain. The pocket was opened and it was noted that there was a "rupture/tear" on the catheter near the pump connector. The damaged catheter segment was replaced. Afterwards, the patient was "seizing up in post-op," per the surgeon. The representative didn't know if that was related to the revision or not. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.